Event description:
The user reported that the pad failed causing a 1/4" burn in the pad cover. Our investigation found that the unit had a broken thermostat terminal.

Manufacturer narrative:
The user reported that the pad had a 1/4" diameter burn hole. Our investigation found that the source of the hole was a broken thermostat terminal. Thermostat terminal breakage occurs when a large force is applied directly to the thermostat. Our instructions warn against lying on the pad. We have initiated a CAPA project ((B)(4)) to reduce the likelihood of this recurring.